Manufacturer narrative:
Patient ID, date of birth/age and weight were not provided for reporting. Date of event is unknown. Device remained implanted at the time of reporting. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient had a craniotomy. Patient was implanted with a titanium (ti) matrixneuro contour mesh, unknown quantity of ti matrixneuro screws, and non-synthes device noted as a suturable duragen. Postoperatively, on an unknown date, the patient developed a reaction to the implants, which the hospital nurse stated was hives. The patient remained in stable condition. There was no reported damage to any of these devices. Concomitant device reported: non-synthes suturable duragen device (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti matrixneuro contour mesh 100mmx100mm/0.6mm rigid. This is report 1 of 2 for pc-000067311.